Event description:
Pump involved in a pt incident. Piggyback infusion malfunctioned. Nurse set the pump to deliver 100 cc at a rate of 100 cc per hour. When the nurse returned, the bag was empty. However, the pump was still reading that it still needed to deliver 81.6 cc. The drug being infused was ampicillin.

Manufacturer narrative:
The eval is currently underway. The device history of this pump was reviewed. The pump has not been serviced by b. Braun medical since its purchase in (B)(4). A f/u report will be initiated when the eval is complete.